Event description:
It was reported that the ilet exhibited insulin leakage from the cartridge chamber and difficulty turning the connector, resulting in hyperglycemia up to 600 mg/dl despite multiple supply changes and a dry run using new lots of the connector, syringes, and insets; the device was ultimately replaced. Investigation included guided troubleshooting, inspection of the chamber for fluid or debris, cleaning and drying of the inlet, verification of proper connection technique. Investigation of this case revealed persistent leakage consistent with a device or cartridge interface issue despite proper use and new consumables, with the pump reported to smell of insulin and the connector being difficult to engage. Symptoms included headache, shakiness, and brain fog. Outcomes included interruption of pump therapy and temporary treatment with subcutaneous insulin injections until glucose normalized, without hospitalization or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was device performance related to the cartridge/connector interface. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.